Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after symptoms of fatigue and dizziness. The right ventricular lead exhibited loss of sensing and loss of capture. The lead was capped and replaced (B)(6) 2014.